Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete tip fracture occurred. The lesion being treated was non-calcified, 100% stenotic lesion in a non-tortuous left anterior descending artery (lad). After predilation with a 1.5 x 15mm maverick balloon the dr inserted a taxus express2 2.5 x 20 mm drug eluting stent. However, the dr felt resistance and upon withdrawal the stent delivery system (sds) tip had fractured. The fractured tip occurred outside of the pt's body without any complications. The procedure was successfully completed with another taxus express2 2.5 x 20 mm drug eluting stent. Pt status is reported as "satisfactory/good".